Event description:
A customer contacted beckman coulter (bec) reporting about 1 ml of bloody fluid had leaked from an unknown source on the coulter hmx autoloader analyzer (115v) and onto the counter while running controls in the secondary mode. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the air cylinder on the probe wipe was sticking and not properly performing the backwash cycle. The fse lubricated the cylinder rod resolving the leak and cleared tubing that may have been obstructing the probe wipe cylinder. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).